Event description:
A report was received from the affiliate regarding a patient in the clinical study. Approximately twenty-seven and one-half months after the index procedure, coronary angiography was done during the follow-up period. Restenosis was observed proximal to and inside (in-stent restenosis) the two cypher stents previously implanted in the right atrioventricular branch (cypher stents #1 and #2). The lesion was not reported to extend to the cypher stent implanted in the distal right coronary artery (rca). A new 90% de novo lesion was reported in the proximal left anterior descending (lad). The proximal lad lesion was treated four days later by implanting a cypher 3.0 x 28 mm stent (stent #5) at 20 atm. The residual stenosis was 0%. No additional information was available regarding this procedure. The restenosis (ae/adverse event #2) was treated thirteen weeks later. The distal rca cypher 3.0 x 18 mm (cypher stent #2) restenosis was treated by balloon angioplasty using a 2.5 mm balloon/length unknown at 12 atm. A taxus 3.0 x 16 mm stent was implanted at 20 atm to treat the restenosis and extended inside the cypher 3.0 x 18 mm stent. The restenosis of the right av branch, a taxus 2.5 x 8 mm stent was implanted at 22 atm. The residual stenosis of both lesions was 25%. The patient was stable. The physician's comment after ae#2 was that the probable cause of the repeated restenosis was due to the complexity of the lesions.

Manufacturer narrative:
Adverse event#1: the report from the affiliate indicated that the patient was included in a clinical study. However, the product in this complaint is not the device implanted for the clinical study. Approximately one (1) year after implantation of two (2) cypher stents coronary angiography during the follow-up period revealed the stents had demonstrated restenosis. A new de novo lesion (lesion # 1-3) was also observed in the mid right coronary artery (rca). The target lesion(s) for the complaint was a bifurcation lesion and an in stent restenosis (isr) of a previously implanted a bare metal stent (bms). Lesion #1-1: the target lesion was the atrio ventricular (av) branch of the right coronary artery (rca). A 54% restenotic lesion was observed. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 mm balloon at 18 atm. The residual stenosis was 23%. Lesion #1-2: the target lesion was the right posterior descending artery (rpda). A 75% restenotic lesion was observed. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 mm balloon at 14 atm. The residual stenosis was 25%. Lesion #1-3: the target lesion was the mid rca. The lesion was reported to be: de novo, and a 75% stenosis. A cypher 3.0 x 18 mm stent (stent #4) was implanted at 18 atm for 30 sec in overlapping fashion with the distal cypher stent. The residual stenosis was 0%. The physician's comment regarding the possible cause of the restenosis (ae#1) was that it may be due to the cypher stents being under-dilated. Index procedure: the target lesion for the procedure was the proximal rca. The lesion was reported to be a 53% stenosis. A cypher 3.0 x 18 mm stent (stent #1) was implanted at 16 atm for 31-60 sec. This is the device implanted for the clinical study. The stent was not post-dilated. Ivus was done. The residual stenosis was 4%. The flow pre and post-procedure was timi 3. There were no reported procedural complications. Approximately three (3) months after the index procedure during the follow-up period, coronary angiography was done and a 99% stenosis was observed in the stent implanted in the atrio ventricular branch (av branch) of the right coronary artery (rca). The restenosis was treated approximately two and one half (2 1/2) weeks later by percutaneous transluminal coronary angioplasty (ptca) using a 2.5 mm balloon. The residual stenosis was 50%. Approximately ten (10) months after the index procedure during the follow-up period coronary angiography was done and a 75% stenosis at the rpda and a 90% stenosis at the av branch artery was reported. Four (4) days later, the restenotic lesions and a new de novo lesion were treated. Lesion # 1-1: the av branch artery lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm. A cypher 2.5 x 18 mm stent (stent #3) was implanted at 14 atm for 20 sec by the crush stenting technique. The residual stenosis was 0%. Lesion #1-2: the rpda lesion was pre-dilated with a 2.5 x 20 mm balloon at 12 atm. A cypher 3.0 x 18 mm stent (stent # 2) was implanted at 18 atm for 40 sec. The residual stenosis was 25%. Please note that device manufactured 06/2006, exp. Date 09/20/2006; or second device manufactured 06/2006 exp. Date 10/17/2007; or third device manufactured 07/2006 expiration date 10/31/2006) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of five products used for the same patient. Please reference MFR. Report # 9616099-2007-00067 and # 9616099-2007-00068, #9616099-2008-00514.